Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A nurse called in for the customer to report a watchdog timeout alarm and an unresponsive keypad. The customer's blood glucose level was 204 mg/dl. The caller performed the self-test and it passed. The customer called back to report the device had a constant tone. The customer left the battery out for 1.5 hours and the tone still occurred. The customer was advised to discontinue using the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.

Manufacturer narrative:
The pump was monitored for 24 hours, and no unexpected alarm, constant tone or audio/beep anomaly noted during testing. No unexpected pump restarts or reset time/date anomaly noted. The pump was received with normal operating currents. The pump also passed the self test, unexpected restart error test, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.